Event description:
Information was received from a patient receiving unknown intrathecal medication at unknown concentration/doses via an implantable pump for spinal pain indications. It was reported that the patient stated for about a month off and on they had been having issues with the handset and communicator connecting to the pump and when patient requests a bolus the handset lags at 90% for up to about 3 min. Agent reviewed data and walked patient through how to delete the data. Patient was able to connect to the pump, request/receive a bolus with no lag. Agent had patient confirm blue tooth and location were on and had patient toggle off mobile data. Additional information was received from a patient regarding an external device. The patient reported that they have had continuous issues with the handset lagging at 90% when connecting with the myptm (personal therapy manager) app. The patient stated that the issue worsened over the past year and clearing data no longer resolved the issue. The patient requested a replacement handset. An agent reviewed information and sent a request to repair to replace the handset.

Manufacturer narrative:
Continuation of d10: product ID hh9020tdd, serial # (B)(6); product ID a820, serial# unknown product type software; product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.